Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was found to have oversensing. Lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.